Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. According to the patient, on (B)(6) 2025, the skin reaction consists of redness, inflammation and a scar under the entire patch area. The area was prepared by disinfectant and tenso spray adhesive before placing the sensor on the body. There was no photo provided. There was no documentation of treatment provided. The patient just disinfected the area after sensor removal. There was no documentation for medical intervention. Patient was contacted for further details and confirmed that the scar allegation was formed due to the skin reaction in the area where the patch was applied and it left a dry patch scar form. At the time of report patient condition was stable. The scar was present more than 3 months after the skin reaction occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.